Event description:
Blood leaks occurred after start of hemodialysis treatment. The leak was observed with leak detector. The blood loss volume was around 150cc. The dialysis center reported blood leaks occurred in five different lots for 9 patients. However, the number of patients and products involved in each concerned lot are unknown. The dialyzers were at the 2nd - 14th reuse. Patients were well.